Manufacturer narrative:
Insulin pump received with unresponsive down arrow button due to corroded keypad traces. No button error alarms noted. Insulin pump received with cracked case on display window corners and minor scratches on lcd window.

Event description:
It was reported that the insulin pump alarmed button error. The reporter did not know the blood glucose reading. Advised discontinuation and replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.